Event description:
Note: this report pertains to one of two complaints that occurred during the same event. Refer to manufacturer report # 3005099803-2011-02814 for the other associated device information. It was reported to boston scientific corporation that an endovive initial placement peg kit (exact upn is unknown) was used during a procedure on (B)(6), 2011. According to the complainant, on (B)(6), 2011 the peg tube had an issue with an occlusion. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.